Event description:
A patient reported experiencing stroke while using a one touch meter. No information available on whether stroke was related to the use of the ot. Patient refused to supply lifescan with any further info.